Event description:
(B)(6) received a report of a patient treated with coolsculpting developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting developed paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2020 & (B)(6) 2021 using cooladvantage system applicators, who may have developed paradoxical hyperplasia (ph) after treatment. Healthcare professional indicated "lipo massage [unknown word]" on clinical event form (cef). Applicators used: v1602019084010.

Manufacturer narrative:
Correction to previous emdr - when additional info. Was received: emdr-11725 become aware date (g3): 4/25/2022.